Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumers mother reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022, using a nasal swab sample. Repeat testing was performed using a different over the counter brand test kit on (B)(6) 2022, using a nasal swab sample, which generated a negative result. Confirmation pcr testing was performed on an unknown date, using an unspecified sample type, which generated a negative result. The consumers mother mentioned that her daughter was symptomatic starting on (B)(6) 2022 with symptoms of sneezing, runny nose and coughing at night. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171963 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160 / lot 171963 and device part number 195-430h / lot 169911. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.0003%. The retain kit lot 171963 was tested with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false positive results were observed, and the customers complaint was not replicated. Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.